Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
The customer reported to philips healthcare that "the power can't display." There was no pt involvement.